Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump after providing pump reset information. The malfunction code did not recur, and the customer was instructed to continue using the pump, with the advice to contact support again if the issue reoccurs.